Manufacturer narrative:
The event of "drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
Patient reported left side leakage and concerns with the product. Device remains implanted.

Event description:
Patient rep. Reported for left side "a diagnosis of bia-alcl", the plaintiff suffered from "severe inflammation of lymph nodes", "rashes", and "pain". Pathological markers confirming alcl have not been received. Patient rep. Additionally reported the following events which were deemed not device related as: "open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth", "tingling skin, hair loss", "hospitalization", and "invasive surgeries". The device has been explanted with a total mastectomy performed. Treatment was reported as "chemotherapy" and "radiation".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 b7 d1 d2 d4 d6a d6b g2 g4 h6. The reported events of lymphadenopathy and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.